Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 61 mg/dl at the time of the incident then it was 40 mg/dl, blood glucose was 75 mg/dl, recent blood glucose was 200 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with 3 bottles of glucose syrup. Customer will not return device for analysis.